Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935, implantable tachy lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient was experiencing palpitations with exertion. A remote transmission revealed increased threshold and decreased impedance on the atrial lead. A few days later at an in office check, the lead was found to have decreased threshold. The lead was dislodged. The lead was repositioned and remains in use. The patient is enrolled in (B)(4). No further patient complications have been reported as a result of this event.